Event description:
Patient gender was inadvertently added to. The customer chose not to provide any patient information.

Event description:
The customer reported that a patient undergoing a therapeutic plasma exchange (tpe)procedure developed complications and was transferred to the ICU, and was still critical when this incident was reported by the customer. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention via hospitalization.

Manufacturer narrative:
Investigation: upon further investigation with the customer, it was found that blood prime had not been performed. The patient's condition was much better about a half an hour after oxygen was given. The procedure ended prematurely. She had no hives, rash or allergic symptoms. The customer chose not to provide any information about this patient, so the data log could not be identified or analyzed. The customer stated that the patient's complications were due to their disease state and the spectra optia device did not contribute to the issue. Root cause: based on the evaluation of the spectra optia machine and the physician's evaluation of the patient, the cause of this event was the patient's disease state.

Manufacturer narrative:
Investigation: an autotest was run on the equipment. All tests passed and no issues were found. The system was thoroughly checked and proper function was confirmed on (B)(6) 2013. Optia tpe procedure revision training was provided to the operators at the customer site. During the training, terumo (B)(4) particularly reinforced the anticoagulant (ac), fluid balance (fb) management based on total blood volume (tbv) on the system, and the choice of replacement fluid as well as some practice stated in the 'apheresis principles and practice' about fluid balance replacement fluid, the potential consequence of hypovolemic exchange (i.e. Hypotension). Terumo (B)(4) demonstrated the impact that different replacement fluids had on the procedure parameters. The nurses also shared the reason for 85% fb used: it was to prevent fluid overload during the procedure because saline was usually infused to the patients prior to the tpe procedure. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.